Event description:
Pt originally hospitalized 11/1/95. A double lumen catheter was placed without incident for tpn. Pt was seen in ed 11/12/95 and a hole proximal to the cuff was discovered. Tpn was infusing into the subcutaneous tissue.